Event description:
Information received via compliant form is indicated as follows: "the cuff / balloon of 2 ett tubes found to be leaking after inflated for a few days."

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of a pt being harmed as a result of this malfunction. An investigation was conducted on (B)(4) 2013 based on the returned samples and information provided by customer. An analysis on the representative sample showed that it met specification as the product did not show any significant abnormalities. No leakage of the cuff could be observed when tested either with air or colour water. Since the actual product was not returned, further investigation in determining and confirming the root cause of product failure could not be carried out. This complaint will be closed. Future complaints will be monitored for trends. No additional information is expected.